Manufacturer narrative:
In response to FDA report number: mw5103692. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, brown particles on the surface of the shell. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "560ml of late seroma fluid was tested and came back positive for alcl; cytological evaluation demonstrated an atypical cd30-postive t-cell population. Large atypical cells are cd3 positive, cd30 positive, and alk negative."

Event description:
Healthcare professional initially reported "patient noted increased swelling of their right breast" and a right side "later seroma fluid as well as bilateral exchange from textured to smooth due to concern with the product". Healthcare professional later reported via regulatory agency "anaplastic large cell lymphoma after breast augmentation with natrelle textured silicone implants. Right breast positive for alcl related to breast implant." It was further noted that the patient ¿had a pet scan and ultrasound done.¿ per ultrasound guided aspiration, cytological evaluation demonstrated an atypical cd30-postive t-cell population. Large atypical cells are cd3 positive, cd30 positive, and alk negative. Indication for the procedure was as follows: "large right breast peri-implant fluid collection. Large volume aspiration performed for patient conform and to evaluate for breast implant associated anaplastic large cell lymphoma. 560 ml of light yellow thin fluid was aspirated." Affected side is right. The device has been explanted and replaced.